Event description:
The customer reported that the system displayed a "no exposure" error message and the system's left live monitor displayed the images oriented upside down. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The image processor printed circuit board was replaced during the service call. The system was tested and found to be working as intended and put back into service.